Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 1248 mg/dl which was treated with intravenous insulin drip. Information about auto mode feature was not applicable. Customer stated that the insulin pump quit working as the battery compartment was damaged. The customers last blood glucose reading was 458 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The corrected information has been provided in section b5, h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- the customer experienced diabetic ketoacidosis with intravenous insulin drip and overnight hospitalization.